Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an altitude alarm. Customer reported the pump speaker holes were covered; however, nothing appeared to be within the holes. Customer wiped down pump. After reloading cartridge and changing infusion set, alarm was resolved. Customer's blood glucose was over 288 mg/dl.